Event description:
It was reported that the programmer had turned off during an update and the pump was subsequently found to be shut off. The reporter stated that it did update the reservoir volume though. It was indicated that the programmer had also shut off on the day prior to report, though the pump had not stopped that time. The device system was used to deliver fentanyl and gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n191339001, implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, lot# unknown, product type: programmer, physician. (B)(4).